Event description:
It was reported that the tip of an ozark screwdriver fractured during intra-operative screw insertion. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.

Manufacturer narrative:
The device was visually inspected and the threaded inner tip of the driver is fractured off. Distal hexalobe of driver is slightly deformed rotationally. A review of complaint history associated with the subject catalog and lot number was performed, and no adverse trends were observed. It was further reported via follow up communication that the reported event occurred during screw insertion. The blue spin top handle was used and excessive force was not applied. Patient had hard bone. Ozark surgical technique guide was reviewed: ¿the threaded driver has a threaded distal tip to aid in the retention of the screws during insertion. Attach the proximal end of the threaded driver to the torque limiting handle. Insert the distal end of the threaded driver into the screw head and turn the knob clockwise to engage screw.¿ note: ¿the threaded driver must be used with the 12 in-lbs torque limiting handle.¿. The most likely cause of the reported event was determined to be due to not using the 12 in-lb torque limiting handle with the threaded driver. Torque limiting driver will prevent the tip of the driver from experiencing too much torque (over 12 in-lbs) which can damage the driver. The patients hard bone quality may have contributed to the event by causing the driver to be over torqued without a torque limiting handle.

Event description:
It was reported that the tip of an ozark screwdriver fractured during intra-operative screw insertion. There were no adverse consequences to the patient. The procedure was completed successfully without surgical delay.